Event description:
A customer reported occlusion issues with their pump, for which a replacement was recommended. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to put the pump in storage mode and informed on how to properly return it; they were notified about the tracking email for the replacement, which would not require a delivery signature. The customer was also to continue using their current pump until the replacement arrived.